Event description:
It is reported that the patient died approximately 1 year after receiving a total hip arthroplasty. The cause of death was reported to be pulmonary embolus, secondary to staphylococcus aureus bacteremia and septic arthritis. It is also reported that the source of the infection was from a dental procedure that resulted in the septic hip.

Manufacturer narrative:
Evaluation summary: according to the medical history provided, the patient had a history of pulmonary embolus and this is listed as the primary cause of death on the provided certificate of death. The secondary causes were listed as staphylococcus aureus bacteremia and septic arthritis. It is also indicated in the medical history provided that the source of the infection was a dental procedure where the bacteria were resistant to the prophylactic antibiotic received for this procedure and that this is what led to the septic hip. The manufacturing lots specified in this complaint were processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Based on the information provided and the investigation, it is highly unlikely that the devices were the root cause of this event. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution.